Event description:
It was reported by a company representative that during a knee arthroscopy procedure, the tip of the unit broke off and fell into the pt. It was further reported that the case was delayed for approximately two hours in order for the doctor to retrieve the broken tip. Further, no adverse consequences to the pt were reported and the case was completed successfully.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.